Manufacturer narrative:
Additional information was received on november 1, 2021. Explant without replacement is scheduled for (B)(6) 2021. The impacted product was received by the failure analysis lab on november 18, 2021. The investigation of the returned device was completed by the failure analysis lab on november 22, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 425cc mentor memorygel breast implants experienced bilateral capsular contracture and several unexplained systemic symptoms post procedure. The right sided capsular contracture is baker grade IV. The left sided capsular contracture is baker grade iii. Fatigue, back pain, joint pain, muscle weakness, hair loss, dry skin, rashes, patches of discolored skin, back pain, weight fluctuations, night sweats, breast pain, heart palpitations, anxiety, and depression were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-04751 for contralateral prosthesis report.